Event description:
It was reported that during an follow up there was difficulty interrogating this pacemaker. Upon review, it was believed that the pacemaker and remote communicator were in valid radio frequency (rf) overuse conditions. It was determined that the telemetry issues were due frequent of vt alerts. In addition, it was noted that the right ventricular (rv) lead was reprogrammed, resulting in myopotential oversensing, episode detections and implanted device alerts. Programming options were recommended to mitigate rf overuse condition. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that during an follow up there was difficulty interrogating this pacemaker. Upon review, it was believed that the pacemaker and remote communicator were in valid radio frequency (rf) overuse conditions. It was determined that the telemetry issues were due frequent of vt alerts. In addition it was noted that the right ventricular (rv) lead was reprogrammed, resulting in myopotential oversensing, episode detections and implanted device alerts. Programming options were recommended to mitigate rf overuse condition. No adverse patient effects were reported. This product remains in service.